Event description:
The customer stated that his blood glucose readings had been lower than usual. While troubleshooting, he performed control tests and rec'd a result of 22 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The test strips were to be returned for eval. Replacement test strips were sent to the customer.